Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for initial implant. After implant, device interrogation revealed noise and lost r-waves on implantable cardiac monitor. Device explant was suggested. Physician waited about 15-20 minutes and noticed small r wave deflections. The device was reinterogated and the r waves were back to original measurement. It appeared that lidocaine had not absorbed, giving false egm readings. Patient was discharged without any complications.